Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular lead experienced dislodgement and it was explanted. This is considered life-threatening situation as surgical intervention was required to resolve the issue. No additional adverse patient effects were reported.